Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00x32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device had difficulty advancing to the lesion. When the physician changed to use guidezilla, distal stent damage was noted. Another 4.00x32mm synergy¿ drug-eluting stent was used and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the proximal end of the stent; stent strut row 4 from the proximal end was lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the device had difficulty advancing to the lesion. When the physician changed to use guidezilla, distal stent damage was noted. Another 4.00x32mm synergy drug-eluting stent was used and completed the procedure.no patient complications were reported and the patient's status was stable.